Manufacturer narrative:
Date sent to the FDA: 4/8/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent recurrent incisional hernia repair surgery and revision of the previously placed mesh on (B)(6) 2018 during which the surgeon noted¿she had to bring down fascia and the previously placed mesh, with the bowel, so as not to injure the bowel and repair the recurrence. It was reported the patient experienced severe pain, nausea, inflammation, stress and anxiety. No additional information is provided.